Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 20, 2007. Evaluation summary: evaluation was performed and the reported condition of air in line alarm (ail) was confirmed. Inspection of the pump revealed air in line printer circuit board (ail pcb) could not be calibrated. Replace the air in line printer circuit board (ail pcb) on cahnnel a. The pump was tested for proper operation and pump found to function properly.

Event description:
During service by baxter, air in alarm (ail) on channel a was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.